Manufacturer narrative:
Additional information was provided in a.2., b.3., b.5., b.7., d.4., d.6.a., d.10., h.3., h.6. And h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received stating that the symptoms improved under mydriasis, and the patient was identified with dry eye condition, with the intraocular lens well centered in the capsular bag and microglistenings observed; however, the patient¿s pain still persisted.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
This case was reported by attorney stating that after the intraocular lens (iol) implantation surgery, since (B)(6) 2026, the patient's vision in the left eye was detoriated significantly (reduced to approximately 50-60%). Due to pronounced light sensitivity, patient was no longer able to open her eyes without pain. Upon examination, it was identified that micro glistening was present in the lens implanted in the left eye and the lens was explanted subsequently. The patient would then be permanently dependent on the glass and the patient was unable to work and the pain was persistent. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product has not been returned. A photo was provided. The photo showed a yellow lens inside a specimen cup. The lens appeared to have been cut into two pieces typical of removal. No determination can be made from the provided photo. Device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A root cause could not be determined for the reported issues. The product has not been returned. A photo was provided. The photo showed a yellow lens inside a specimen cup. The lens appeared to have been cut into two pieces typical of removal. No determination can be made from the provided photo. Information was provided that the lens was implanted 13-sep-2022. On 26-feb-2026 the patient reported distance vision issues, near vision was normal. Vision improved with mydriasis. It was also indicated that the patient had reg. Secondary cataract from temporal-inferior direction. Medical records provided indicated dry blepharoconjunctivitis and sicca associated with psoriatic arthritis, both eyes. The 28.5 diopter (add power +2.17/+3.25) lens was exchanged for an monofocal 28.5 diopter lens. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.